Event description:
Seen by ophthalmologist for first eye infection. Treated with vigamox for 2 weeks. Infection resolved, then returned (B)(6). Tried to have smartplugs irrigated out. Referred to opthamolic plastic surgeon. Now scheduled for surgical procedure to see if the smartplugs are gone and to resolve the recurrent canaliculitis.